Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting rising shocking impedance measurements which had exceeded 125 ohms. A boston scientific technical services consultant recommended further testing. Defibrillation threshold testing (dft) and non-invasive programmed stimulation (nips) were performed. Successful dft testing was completed. An x-ray did not identify any lead or device header abnormalities. The system remains implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system continued to exhibit out of range shocking impedance measurements. The system was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this system was still exhibiting out of range shocking impedance measurements which were 170-180 ohms. A boston scientific technical services consultant discussed troubleshooting and possible further testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.